Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via return paperwork indicated the pump and catheter were returned for analysis. Further information was not provided.

Event description:
Additional information was received that reported that the last 3 refills have been off, erv (expected reservoir volume) 6.1cc and arv (actual reservoir volume) 36cc. On (B)(6) 2016 was the first pump refill when the issue was discovered. Further troubleshooting was being considered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported on 2016-jul-13 the expected reservoir volume was 7.2ml and the actual reservoir volume 32ml. On (B)(6) 2016 the expected reservoir volume was 8.5ml and the actual reservoir volume 35ml and on (B)(6) 2016 the expected reservoir volume was 6.1ml and the actual reservoir volume 36ml.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(4) 2012 explanted: product type catheter. Updated to reflect the information received on (B)(6) 2017. Updated to reflect the initial reporter information received on (B)(6) 2017. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on (B)(6)2017. The information for the initial reporter was provided as well as clarification that the office did ¿3 refills¿ as troubleshooting, rather than ¿3 tegilks¿. It was also reported that it was believed that the patient¿s catheter was blocked, leading to the volume discrepancies. It was noted that because the patient was not getting drug due to a possible blocked catheter and the patient did ok with no drug, the entire system was being removed as no intrathecal drug delivery system needed. The patient was scheduled to have the system removed on (B)(6) 2017 at 8:30 am.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine dose and con centration not reported via an implantable pump. The indications for use were no-malignant pain and cervical/neck. It was reported that the last three refills they received more drug than what should be in the pump. The environmental, external or patient factors that may have led or contributed to the issue was reported as ¿during refills¿. Diagnostics and troubleshooting was reported as ¿3 tegilks¿. There were no reported patient symptoms. The reporter was not sure what actions or interventions were taken to resolve the issue and the issue was not resolved at the time of the report. It was further reported that explant was scheduled for (B)(6) 2016. The patient status was noted as alive, no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A partial catheter was returned to the manufacturer; only the sutureless catheter connector was received. Analysis of the partial catheter on 2017-mar-02 revealed no significant anomaly; the sutureless catheter connector was noted as having been damaged at explant. As per the pump¿s log, preservative free morphine with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 8.958 mg/day as of (B)(6) 2016. Update/correction: the previously applied patient code is being replaced in this report regarding the previously reported information of the patient not getting drug due to a possible blocked catheter. The previously applied results code and conclusion code are no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.